Event description:
It was reported that patient presented to clinic after a fall and stated the device had been struck. The patient noted the device had become red, swollen, and warm to the touch. During the exam, puss was visualized coming from the pocket. The patient was hospitalized and the pocket was dosed with antibiotics. Device remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.